Manufacturer narrative:
Section b3 - the reported event date was an estimated date, the implanted date was reported as follow, "atrial lead mn: lpa1231/46, sn: (B)(6) became dislodged sometime in january".

Event description:
It was reported that the patient's right atrial (ra) lead was found to be dislodged. The ra lead was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The lead was returned due to dislodgement. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.